Event description:
A patient reported blood glucose results of 6.4 mmol/l and 26.5 mmol/l with a lifescan meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The patient performed a blood glucose test obtained results of 13.3 mmol/l and 1.3 mmol/l on the reported meter.